Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five photos but no physical samples were received by the quality team for evaluation. From the photos it was observed that there was a kink in the tubing below the drip chamber. A device history record review for model 100104547 lot number 20016168 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: based on the investigation the root cause of the kinked tubing was determined to be due to improper coiling and pouching during the manufacturing process. Public clinical information instructs to massage crimped/kinked areas to facilitate flow. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m tubing was kinked. The following information was provided by the initial reporter: material no.: 10010454 batch no.: (B)(4). It was reported the tubing was kinked below the drip chamber. Verbatim: the IV set tubing was kinked below the drip chamber concerning the user of the potential leakage / breakage at that location. Since these sets are used for hazardous drug preparation, exposure of clinicians/patients to hazardous drugs can potentially cause harm. Further details may be obtained from the users at the pharmacy.